Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, but blood noted on outer tubing overlay and helix mechanism; full lead returned and analyzed. (B)(4): no anomalies found, however outer insulation breached cut, apparent explant damage, and blood noted on distal conductor (not obstructed) and proximal conductor (not obstructed); full lead returned and analyzed.

Event description:
It was reported that the left ventricular lead and the pace/sense portion of the right ventricular lead were swapped in the header to minimize the failure rate of the right ventricular lead. The left ventricular lead was noted to have dislodged during the procedure, which was due to normal battery depletion. The lead was explanted and replaced days later. During implant attempt of the new lead, the attempt was unsuccessful due to patient anatomy. The lead was not used. No patient complications have been reported as a result of this event.